Event description:
Customer states a 1624w tegaderm was applied to an IV in her hand and remained on her skin for 48 hours. Customer states that she developed an allergy to adhesives approx four years ago. Customer alleges blisters were present when the dressing was removed and one large sized blister continued to get larger. Customer sought medical care and was prescribed silvadene, and is being treated every other day at a burn clinic for debridement of the area. The customer is performing dressing changes at home with silvadene and sterile gauze daily.

Manufacturer narrative:
Conclusions: no evaluation will be performed. Device or lot code not provided to manufacturer for evaluation. Complaint type will be monitored.